Event description:
It was reported by a customer that on (B)(6) 2012 the fiber cap detached at 42,000 joules. Per the customer, the fiber cap was retrieved. The procedure was completed with a second fiber. No pt injury was reported.